Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unk but reported to be a treatment for a perforated bowel. Event description: applied became aware of this event as a result of a news article being published on the 14th of june 2021. The hospital did not report this to applied medical as it was found to be a human error and not product related. Very little information is available other than the newspaper article : https://www.nzherald.co.nz/nz/news/article.cfm?c_ID=1&objectid=12450251 upon further investigation, I reached out to [name] (accn [user facility]), who advised that she was not present at the event and did not recall who was. She couldn't provide me with any further information and requested that I provide her with an e-mail request for this information and she will raise it with her manager. I have sent this e-mail to her at 2:20pm on the 23rd of june. We await further correspondence. Additional information received via email from applied medical team member on 5 july 2021: the customers are not willing to engage further with regards to these incidents, citing patient confidentiality and that it has been established in both situations that it is in fact caused due to health care worker error and not product failure. Please also see [name] response this morning in regards to the additional information requested. On a separate note, I have noted that both [user facility] and [hospital] have adjusted their processes, when it comes to using this product and it is now compulsory as part of the surgical count. We have received further details from other hospitals around the country that they have also adjusted their processes to help avoid such incidents in the future. Intervention: unk. Patient status: the patient has since passed away but it was found in the investigation that the death was not as a result of the alexis.

Event description:
Procedure performed: unk but reported to be a treatment for a perforated bowel event description: applied became aware of this event as a result of a news article being published on the (B)(6) 2021. The hospital did not report this to applied medical as it was found to be a human error and not product related. Very little information is available other than the newspaper article : https://www.nzherald.co.nz/nz/news/article.cfm?c_ID=1&objectid=12450251. Upon further investigation, I reached out to [name] (accn [user facility]), who advised that she was not present at the event and did not recall who was. She couldn't provide me with any further information and requested that I provide her with an email request for this information and she will raise it with her manager. I have sent this e-mail to her at 2:20pm on the (B)(6). We await further correspondence. Additional information received via email from applied medical team member on 5 july 2021: the customers are not willing to engage further with regards to these incidents, citing patient confidentiality and that it has been established in both situations that it is in fact caused due to health care worker error and not product failure. Please also see [name] response this morning in regards to the additional information requested. On a separate note, I have noted that both [user facility] and [hospital] have adjusted their processes, when it comes to using this product and it is now compulsory as part of the surgical count. We have received further details from other hospitals around the country that they have also adjusted their processes to help avoid such incidents in the future. Type of intervention: unk. Patient status: the patient has since passed away but it was found in the investigation that the death was not as a result of the alexis.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the event description, there was no report of a product malfunction. The device was left behind in the patient due to the healthcare provider¿s process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.